Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter and ruby coils. During the procedure, the physician was unable to advance two ruby coils through another manufacturers microcatheter. The physician attempted to advance a third ruby coil through a px slim delivery microcatheter without success. The procedure was completed using other devices. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00005, 00006, and 00008. Device was disposed of by hospital.